Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established during this evaluation. The account reported that the patient was known to have aortic insufficiency and a chronically elevated ldh. Although his ldh level was slightly higher than usual (600s), the patient was completely asymptomatic and suspicion for thrombus was low. The patient¿s aortic insufficiency (ai) was treated with blood pressure (bp) control and increasing lvad speed. The elevated ldh, which was thought to be secondary to aortic insufficiency, also improved with the speed change. It was also reported that pump flows were always stable despite the observed dashes in the pump flow box.. Review of the log files provided by the account did not reveal any atypical events or alarms associated with the lvad and captured the pump functioning as intended. The pump operated above the low speed limit for the duration of both files. The patient remains ongoing on heartmate ii lvas. Although the account reported the ldh elevation was due to the patient¿s aortic insufficiency, the heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. The hmii IFU also states that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2007. It was reported that patient's lactate dehydrogenase (ldh) was chronically elevated which trended down to 600 u/l range. Patient had aortic insufficiency (ai). Ai was treated with blood pressure control. Pump speed was increased as it was thought that ldh was secondary to ai and not thrombus. Ldh improved with the change. Patient is currently asymptomatic. No further information was provided.